Event description:
During evaluation of a returned homechoice machine, a possible increased in on 05/19/2009 during drain cycle 5. The patient's drain volume was 4243ml. The patient's fill volume was 2300ml, therefore, this meets iipv criteria. No patient injury or medical intervention was reported.

Event description:
A report was received that a pt underwent a pocket revision procedure due to the pt's weight loss which caused the ipg to drop. The pt was reportedly doing well following the procedure.

Event description:
The customer observed an on-going issue with error code 1006 (unable to process test, background read failure) generated from the architect i2000sr for quality controls (qc). The customer stated the error frequency had decreased to 3 out of 4 times for the qc material since field service was in the customer facility. The issue seems to occur only with one architect analyzer on the third shift with reaction vessel lot 69342p100. The customer confirmed quality controls were within range and no patient results were questioned. The customer was advised to discard the current lot of reaction vessels (rvs) and was sent replacement rvs. There was no impact to patient management.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves.

Manufacturer narrative:
(B)(4), this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The attached investigation summary in the previous medwatch submission was incomplete. The investigation summary is as follows: the investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.